Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision results. Results as follows: date: (B)(6) 2013, inratio: 0.9, 2.6, 0.9. Time between testing was reported as all within 30 minutes. Patient's therapeutic range is 2.0-3.0.